Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm and an external ram crc error. The customer¿s blood glucose level during the incident was unknown. The customer stated there were multiple occurrences of the alarms after putting a new battery. The customer was assisted with troubleshooting. The unexpected restart alarm had recurred during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test and unexpected restart error test. No unexpected restart alarm and external error alarm noted during testing. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, crack case near display window corners, crack on display window, stained end cap sticker and minor scratches on display window noted.